Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Provided logs confirm the reported issue on the given event date. Our field service engineer (fse) was on site to investigate the issue. Barometric pressure was adjusted and pressure sensors were tested. Thereafter the ventilator passed all functional and safety tests and was returned for clinical use.

Event description:
Manufacturer's ref.#:(B)(4).